Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The log file contained a loss of external power event while connected to the mobile power unit (mpu) on (B)(6) 2026. The low voltage hazard events seen are the result of the mpu suddenly losing power. The system controller did switch appropriately to the emergency backup battery when external power was lost. These events appeared to have resolved once external power was completely restored.